Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Additionally, due to limited amount of information available and the article covering multiple patients a cause for the reported death, cannot be determined. Death is listed in the instructions for use (IFU) as potential complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Date of death estimated as 8/7/2021 publication date. Date of event estimated as 8/7/2021 publication date. The unique device identifier (UDI) is ¿ni¿ because the part number was not provided. Date of implant estimated as 8/7/2021 publication date.

Event description:
This will be filed to report this event that was captured based on a research article representing a summary of patient deaths. It was reported through a research article identifying the mitraclip device which may be related to patient death. Details are listed in the article, characteristics and outcomes of mitraclip in octogenarians: evidence from 1853 patients in the giotto registry. No additional information was provided.